Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The display devices were alarming with ul and reported egv 35 mg/dl. Of note, the display device will not show an egv of 35 mg/dl. For egv 39 mg/dl and below, the display device will show the word "low." The bg was not checked. The patient experienced lightheadedness and was nauseated. He drove to the ed. There, the cgm was reading reportedly still reading 35 mg/dl and the blood glucose reading was 338 mg/dl. The patient treated with IV water and underwent blood and urine testing. The patient was discharged after several hours with bg 210 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.